Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis, a cause for the reported leak/splash (loss of fluid column during prepped) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc) it was identified that the liquid column at the distal end of the sgc could not be maintained and continuously dropped. Troubleshooting was performed unsuccessfully and a new sgc was selected. During the procedure, the replacement sgc operated as intended and a mitraclip was successfully implanted. The final mr was grade 1+. There were no adverse patient effects or clinically significant delay reported.